Manufacturer narrative:
Www.ncbi.nlm.nih.gov/pmc/articles/pmc3604512/ this event was generated to capture the post procedure of death. The device was not returned for analysis. Based on the reported information, there did not appear to have been any defect of the solitaire during its use. The events occurred in the patient post procedure and their cause is unknown. (B)(4).

Event description:
Medtronic (covidien) received information through literature review. The patient was treated with solitaire 6x20. No device or procedure complications were mentioned. The patient was not given antiplatelet or anticoagulants during or after the procedure. Arteriography following placement of the stent demonstrated partial recanalization of the distal left internal carotid artery, anterior and middle cerebral artery branches. Arteriography following thromboembolectomy showed complete recanalization of the left internal carotid artery, anterior and middle cerebral artery branches. Twelve hours after the procedure the patient developed lethargy and left mydriasis. An emergency computerized tomography (CT) brain scan showed hemorrhagic conversion of the ischemic infarct with significant mass effect causing herniation. The patient underwent urgent hemicraniectomy and continuous monitoring in the nicu but the patient developed multisystem organ failure and died. Noncontrast CT brain scan showed a dense left middle cerebral artery sign but no definite infarction or hemorrhage. The nih stroke scale score was (B)(6). Angiography confirmed a distal left carotid occlusion that extended into the anterior and middle cerebral artery.